Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product model number, serial number, date of event, implant date and explant date. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time.

Event description:
Healthcare professional reported an adjustable gastric band system not sterile due to packaging perforation.